Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "no disposable alarm". No patient involvement.

Manufacturer narrative:
Other, other text: device evaluation: one smiths medical cadd legacy pump was returned for analysis in used condition. Visual inspection showed the housing was damaged. Functional testing involved attaching a cassette to the pump and the pump ran with no issues; the reported alarm was not duplicated during the investigation. The upstream sensor was recalibrated and downstream sensor replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.